Event description:
Section a: age and weight - unknown. During esophagogastroduodenoscopy (egd) of duodenum, a radial jaw 4 biopsy forcep was used. The physician suspected that the patient had celiac disease. The tissue biopsies of the duodenum were taken to confirm the diagnosis. Three days of the post-procedure, the patient contacted the physician with concern of black stools. The patient was admitted to the hospital to be scoped again. The bleeding from the biopsy sight in the duodenum which had a visible vessel was noted. The sites were injected and cautery was used to stop the bleeding. The patient's condition was reported to be fine.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.